Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise episodes were observed via (B)(4) transmission. Myopotential oversensing was suspected. Programming changes were recommended for the next follow-up. Patient will be monitored.